Manufacturer narrative:
This device was not reprocessed and reused on a patient. (B)(4).

Manufacturer narrative:
Fast-fix 360 curved needle delivery systems was returned for evaluation. Device was returned in the same packaging making lot identification prohibitive. Visual assessment of device showed no ts or suture remains on the needles. No suture or ts were returned. The actuator is in its post t2 deployment position on each device indicating a complete deployment. Device functionally tested for proper actuator advancement and cycling, device functioned as intended. Reported pre-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an anterior cruciate ligament (acl) using the 72202468 ff360 curved ndl delivery system, it was reported that there were issues with the device. It was reported that the device would not deploy correctly. The surgeon used a backup device. The reporter could not specify what back up device was used to complete the procedure. There was no reported delay in the procedure. There was no report of patient injury or surgical complication. It was confirmed with the medical staff that no t implants were left unsecured in the patient's joint.